Event description:
During a remote follow up, post sensed t- wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve this event. No intervention has been performed. The patient was stable and will be monitored.